Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, applier and endoanchors were used prophylactically due to concern for late failure in the endovascular treatment of the patient. Valiant stent graft systems were implanted on the same day for the treatment an aortic aneurysm and 6 endoanchors were implanted, endograft to endograft, in the distal aneurysm neck. It was reported that approximately 1.5 year post index procedure, a type iii endoleak was observed in an unknown location. It was decided that no intervention was to be performed at this time. As per the physician the event was related to the stent graft. No additional clinical sequelae were reported and the patient will be monitored.